Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed metal gouging on the od of inner tube, as well as the ID and od of the outer tube by distal end. Lot number was not provided so device history record review cannot be performed. Based on the information provided and device evaluation, the most likely cause(s) of this event is when end user applies excessive bending/leveraging force on the device during use the potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that an ar-8400dc, 4.0 shaver (lot number unknown), was used for a knee arthroscopy procedure. Metal shavings were being produced from the shaver as the device was used. Irrigation and suction were used to remove as many of the shavings as possible from the patient's joint. The surgical area was debrided and completed.